Manufacturer narrative:
Concomitant medical products: product ID :377745, lot# n0034890, implanted: (B)(6) 2005 , product type: lead. Other relevant device(s) are: product ID: 377745, serial/lot #: (B)(4), ubd: 14-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The ins was replaced on (B)(6) 2020. The rep also noted the 0 electrode e (all combinations) are >38,000 and after re-seating >40,000. All other combinations using 1-7 are good <(><<)>1,000 ohms. Patient only has one lead. Caller indicated she will not program electrode 0.